Manufacturer narrative:
Section h4: correction. Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection and bleeding could not be conclusively determined. Infection and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection and bleeding have been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous mrsa infection was reported within MFR # 2916596-2019-03164. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital for bacteremia on (B)(6) 2019 with nausea, vomiting, and fever. The patient's temperature was 103.1 degrees fahrenheit and blood cultures were positive. Heart rate was elevated and blood pressure was low. Lactic acid was elevated so intravenous (IV) fluids were given. Blood cultures were obtained and the patient was given IV vancomycin and cefepime. Cultures came back positive for proteus mirabilis. Vancomycin was continued for the patient's previous mrsa infection and cefepime was switched to rocephin. The patient had a transesophageal echocardiography (tee) which was negative for endocarditis. Infectious disease recommended that the patient be treated with IV antibiotics for 6 weeks with an estimated end date of (B)(6) 2019 since repeat blood cultures were negative. It was recommended that the patient receive oral bactrim after completion of antibiotic course for long term suppression. During this admission, it was also noted that the patient's hemoglobin and hematocrit (h&h) on (B)(6) 2019 were low at 6.3 and 20.6. The patient has a history of iron deficiency anemia so a dose of IV iron was given and oral iron supplement was continued. On (B)(6) 2019, h&h rose to 6.6 and 21.4. The patient was transfused 2 units of packed red blood cells (prbcs) and h&h rose to 7.6 and 24.3 the following day. There were no signs of bleeding and the patient remained stable for the remainder of the admission. The patient was discharged home on (B)(6) 2019 with orders to continue vancomycin. No further information was provided.